Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for pacemaker change out. Upon interrogation, it was revealed that the patient's right ventricular lead exhibited intermittent over-sensing. No programming changes were performed. The patient was stable.